Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a ventricular assist device (vad) patient experienced a fall, after which the controller alarmed continuously and required a controller change. The controller was removed from service and will be returned for testing and analysis, as neither the vad team nor the patient could determine the cause of the alarm. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted to update the device information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) was returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. External visual inspection of the returned controller revealed contamination within both power ports, serial port, and pump connectors. Internal inspection of the controller revealed a crack on a standoff post within the controller housing. These are additional findings not related to the reported event. The most likely root cause of the observed contamination events can be attributed to handling of the device. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Functional testing revealed that the "no power" alarm only sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing. Internal inspection also revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was slightly swollen. After the internal battery was replaced, the controller performed as expected. Log file analysis revealed one (1) controller fault alarm logged on 29/jan/2026 at 14:09:23, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. Additionally, one (1) vad disconnect alarm was logged on 29/jan/2026 at 14:54:16, indicating a physical disconnection of the driveline from the controlle r, likely during the reported controller exchange. An additional two (2) vad disconnect alarms were logged on 04/feb/2026 at 09:30:48 and 09:50:31, indicating the controller was powered up without the driveline connected. The reported alarm likely correlates to the controller fault alarm. As a result, the reported event was confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. CAPA pr00492825 investigated internal battery issues with controller 2.0. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Based on the available information, the most likely root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller and/or the controller being powered on without the driveline connected. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had mentioned that the incident occurred when getting out of bed, during which the patient reported stumbling, it was purely an accidental incident and not something serious.